Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: pxc201200/05311686.

Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm. During contralateral gate cannulation, the gore excluder aaa endoprosthesis contralateral leg component pushed the trunk ipsilateral leg component proximal, covering both renal arteries. Two balloons were inflated inside the trunk device to pull the graft down. The remainder of the devices were implanted and the patient tolerated the procedure.